Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and ams elevate were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair, cystoscopy; proctoscopy, hemorrhoidectomy and banding x3 due to sui, rectocele and symptomatic internal hemorrhoids. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2012, the patient underwent low anterior resection and rectopexy due to rectal descensus with obstructive defecation and intermittent incontinence. It was reported that on (B)(6) 2013, the patient underwent botox injection in pelvic floor due to spastic pelvic floor syndrome. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent botox injection of the pelvic floor muscles on (B)(6) 2014 due to leavator syndrome. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced incontinence, rectocele and incomplete voiding.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent drainage of intra-abdominal abscess, left colon resection, colostomy and mobilization of splenic flexure with peristrips on (B)(6) 2014 due to abdominal pain. No additional information was provided.